Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient experienced chest pain with right ventricular pacing due to a possible perforation from the right ventricular (rv) lead. There was no capture at maximum outputs and r wave amplitude was diminished. The lead was turned off and the patient was transferred to another hospital where the lead was explanted and replaced. No further patient complications have been reported as a result of this event.